Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented experiencing dizziness, lightheadedness and fatigue. The pulse generator was found in backup vvi. The device code was downloaded successfully. The device was exposed to therapeutic radiation.